Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that va locking ppfx greater trochanter ring, va-lcp ppfx proximal femur plate 3.5/4.5, and scrdriver shaft self-holding l165 f/star were involved in a reported event. During a procedure for a ppfx fracture, a vastus ridge plate was used and after several screws were placed, attempts to connect the gt ring small and large to the plate were unsuccessful due to an inability to thread the components together. All three plates were not implanted in the patient, reportedly due to a possible defect in the locking mechanism between the plate and gt ring plates. Additionally, three t25/3.5 hex drivers were used and were reported as stripped, requiring replacement. There was no reported consequence or impact to the patient, and surgery was not delayed due to the event.